Event description:
It was reported that the ventilator was pulled into the MRI. There was no pt involvement. (B)(4).

Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the facility. According to received information, the wheels of the ventilator were not locked, the 20mt safety line had been crossed, and an accessory not approved for mr environment was used (patient support arm). The ventilator was investigated on-site by maquet's field service engineer. A technical error code indicating an open safety valve was found in the ventilator logs. This error code can be generated if the ventilator is placed closer to the mr scanner than the 20mt safety line. Pre-use check and function test were performed, and the ventilator was returned to service. Evaluation of the ventilator logs confirms the reported technical error code. There are no technical error codes generated before the date of event, this indicates that the ventilator functioned according to specification. Our conclusion is that the conditions for use of the ventilator in mr environment had not been met, and that it therefore was attracted to the mr scanner.

Manufacturer narrative:
Further info about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.